Event description:
It was reported that during a percutaneous coronary intervention, a tip separation occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous proximal left anterior descending artery (lad). A 3.0 x 20mm non bsc stent was implanted in the proximal lad. The 185cm kinetix guide wire crossed the implanted stent, and was advanced to the first diagonal of the lad, however the guide wire got caught on the stent. Upon difficult removal of the guide wire, the distal tip (1cm~2cm) became fractured and separated. The physician attempted retrieving the separated tip with a snare, but this attempt was unsuccessful. The physician completed the procedure without retrieving the detached tip. No further patient complications were reported and the patient's status is fine.

Event description:
It was initially reported that the guide wire got caught on the stent; however, it was further reported that the distal tip of the wire got caught on the ostium of a side branch. Then, the distal tip became a loop shape. The physician found the loop shape after he pushed the wire. Therefore, he pulled the wire, but the wire became fractured during withdrawing. The wire was severely bent, because the loop shape wire was pushed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).